Event description:
When nurse attempted to remove flush through stylet, it broke into 2 pieces. The piece remaining in the catheter was sticking out of the catheter in such a way that it could be grasped and removed.